Manufacturer narrative:
Potential lot numbers: 2 lot numbers reported to potentially be involved. The information for each lot number is as follows: medical device lot #: 0329086. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-11-30. Medical device lot #: 0329655. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-11-30. Investigation summary: no samples or photos of the reported incident were received to analysis. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. From these information¿s it is not possible confirm the complaint. 0329086 - the batch history was verified, and it was observed that the production period occurred between december 3rd and 4th, 2020. In process inspections were carried out in accordance with the control plan and no records of this incident were evidenced. Please be advised that the current controls to detect the incident are carried out by challenging the equipment on 5 pieces 1 time per shift in the assembly process. Units sent to dc: 839,300 inventory: 0. 0329655 - the batch history was verified, and it was observed that the production period took place between december 15 and 18, 2020. In-process inspections were carried out in accordance with the control plan and no records of this incident were evidenced. Please be advised that the current controls to detect the incident are carried out by challenging the equipment on 5 pieces 1 time per shift in the assembly process. Units sent to dc: 837,200 inventory: 0. The manufacturing process are validated with defined acceptance criteria. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that medication leaked past stopper with a ser plastipak 3ml ll 30x7al/un. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: it was detected, via customer's complaint, the report of a defective syringe in the plunger, the customer reports that when aspirating the contents of the ampule, the liquid leaked through the plunger, making application impossible. According to the client, there were no cracks or holes in the syringe. The customer did not send the sample because the unit was discarded, in addition, no images or videos were sent to confirm the defect. Pharma company requests information if there was any problem in the production process of these batches: 0329086 and 0329655 . Info add: there was no harm to the patient. Due to the defect in the plunger, at the time of aspiration of the product, it leaked and caused drug loss and delay in application.